Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged twice approximately one month following implant due to the patient pulling on the pacemaker pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event